Event description:
As reported by the study, this pt was hospitalized for a repeat intervention. Add'l details regarding this event are not available. This pt was enrolled in the study and percutaneous coronary intervention was performed on a lesion in the distal circumflex. The reason for intervention, lesion/vessel characteristics as well as details of this procedure are not known.

Manufacturer narrative:
Please not that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received (device evaluation only) will be submitted within 30 days upon receipt.